Event description:
The advocate reported the customer ran blood glucose tests on the cotour next link and the contour. The readings were 100mg/dl apart. Specific readings were not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not replaced at the time of the call.